Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of fallopian tube perforation ("perforation (tubular or uterine)") and fibromyalgia ("fibromyalgia") in a (B)(6) female patient who had essure (batch no. B47955) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: none gynecological concomitant pathologies. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced fibromyalgia (seriousness criterion disability) with arthralgia, musculoskeletal pain, pain in extremity and arthralgia and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pain ("pain while walking"). The patient was treated with surgery (laparoscopy (bilateral salpingectomy) on (B)(6) 2017) and physical therapy (the patient only saw a kinesitherapist). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation outcome was unknown, the fibromyalgia and headache was resolving and the pain had resolved. The reporter provided no causality assessment for fallopian tube perforation, fibromyalgia, headache and pain with essure. The reporter commented: essure removed at the patient request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). On unspecified date, orthopedist and rheumatologist's opinions: x-rays, scintigraphy, blood work-up including inflammatory pathology: nothing to report. Quality-safety evaluation of ptc: lot#: b47955 production date: 28-jun-2013 expiration date: 30-jun-2016. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on 22-mar-2017: quality safety evaluation of ptc: on 7-apr-2017: patient information, event and stop date / removal of essure added. Company causality comment: a physician stated that essure (fallopian tube occlusion insert) was to be removed from a female patient. Fibromyalgia was also reported. Upon follow-up, it was reported that a perforation (tubular ou uterine) occurred. As a bilateral salpingectomy was performed, it was assumed a fallopian tube perforation. Event medical device removal was deleted. Fibromyalgia is an unanticipated event in the reference safety information for essure; fallopian tube perforation is anticipated. Fibromyalgia is most common in young or middle-aged women, and is currently understood as a neurosensory disorder characterized in part by abnormalities in pain processing by the central nervous system. Considering the nature of this event, and the local effect of essure in the fallopian tubes, causality was excluded. The exact time point and mechanism of perforation were not reported, however, considering its nature, a causal relationship with essure cannot be excluded and was considered related. The case was regarded as incident, since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of planned medical device removal ("essure was to be removed in (B)(6) 2017") and fibromyalgia ("fibromyalgia") in a female patient who received essure (batch no. B47955). The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In 2014, the patient experienced fibromyalgia (seriousness criterion disability) with arthralgia, musculoskeletal pain, pain in extremity and arthralgia and headache ("headaches"). The patient has a planned medical device removal (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with physical therapy (the patient only saw a kinesitherapist). Essure treatment was ongoing at the time of the report. At the time of the report, the medical device removal outcome was unknown and the fibromyalgia and headache was resolving. The reporter provided no causality assessment for medical device removal, fibromyalgia and headache with essure. Diagnostic results: on unspecified date, orthopedist and rheumatologist's opinions: x-rays, scintigraphy, blood work-up included inflammatory pathology: nothing to report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure lot number was added; insertion date was updated and events/ symptoms "scapular pain episodes", "headaches" and "pain episodes re-occurrence especially disabling on feet and hips" were added. Company causality comment: a physician stated that essure (fallopian tube occlusion insert) was to be removed from a female patient. Fibromyalgia was also reported. Fibromyalgia is an unanticipated event in the reference safety information for essure; device removal is anticipated. Fibromyalgia is most common in young or middle-aged women, and is currently understood as a neurosensory disorder characterized in part by abnormalities in pain processing by the central nervous system. Considering the nature of this event, and the local effect of essure in the fallopian tubes, causality was excluded. The case was reported with limited information. Patient´s medical history and concurrent conditions were not mentioned. The exact reason for the planned device removal is not clear. Despite the limited information, causality with the planned device removal cannot be excluded. Therefore, the case was regarded as incident, since device removal will be required. A product technical analysis is expected and further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of fallopian tube perforation ("perforation (tubular or uterine)") and fibromyalgia ("fibromyalgia") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and general anesthesia. No gynecological concomitant pathologies, no previous gynecological interventions, no c-sections, no previous ius/iud. No relevant history nor concurrent conditions. Concomitant products included anesthetics and general on (B)(6) 2013 for general anesthesia and procedural pain. On (B)(6) 2013, the patient had essure inserted. In 2014, 365 days before insertion of essure, the patient experienced fibromyalgia (seriousness criterion disability) with arthralgia, musculoskeletal pain, pain in extremity and arthralgia and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pain ("pain while walking"). The patient was treated with surgery (laparoscopy (bilateral salpingectomy) on (B)(6) 2017) and physical therapy (the patient only saw a kinesitherapist). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation outcome was unknown, the fibromyalgia and headache was resolving and the pain had resolved. The reporter provided no causality assessment for fallopian tube perforation, fibromyalgia, headache and pain with essure. The reporter commented: essure removed at the patient request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. On unspecified date, orthopedist and rheumatologist's opinions: x-rays, scintigraphy, blood work-up including inflammatory pathology: nothing to report. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: b47955, production date: 28-jun-2013, expiration date: 30-jun-2016. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: gynecologist returned perforation questionnaire: initials, medical history added. Essure placement by an other physician under general anaesthesia. No further information was added. Company causality comment: a physician stated that essure (fallopian tube occlusion insert) was to be removed from a female patient. Fibromyalgia was also reported. Upon follow-up, it was reported that a perforation (tubular ou uterine) occurred. As a bilateral salpingectomy was performed, it was assumed a fallopian tube perforation. Event medical device removal was deleted. Fibromyalgia is an unanticipated event in the reference safety information for essure; fallopian tube perforation is anticipated. Fibromyalgia is most common in young or middle-aged women, and is currently understood as a neurosensory disorder characterized in part by abnormalities in pain processing by the central nervous system. Considering the nature of this event, and the local effect of essure in the fallopian tubes, causality was excluded. The exact time point and mechanism of perforation were not reported, however, considering its nature, a causal relationship with essure cannot be excluded and was considered related. The case was regarded as incident, since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.